Manufacturer narrative:
Patient specifics with regard to age, gender, and weight were not provided by the doctor's office. Multiple attempts were made on 06/17/13, 06/19/13 and 06/24/13 to the doctor's office to obtain further information; however, the doctor's office has remained unresponsive. The product was not returned; therefore, retain samples were evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that a patient experienced black stains on their teeth after using tempspan transparent cement to cement a temporary crown.